Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the ssc tilt axis, ssc manipulator controller ergo distal (mced), ssc simulator drawer and ssc cardcage to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.

Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported that errors occurred at system startup. The tse reviewed live system logs and observed error 319 on one of the consoles. The user reported that one console¿s leds were orange and the console was not responding. The tse instructed the user to power down the system, remove the blue fiber cable connected to the affected console, and then power the system back on. After the affected console was removed from the system, the system powered on without errors. The procedure was converted to another dv system.